Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') and fallopian tube perforation ('fallopian tubes perforation') in an adult female patient who had essure (batch no. A36516) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia, body mass index normal, scar (c-section caused scar tissue) and c-section. Previously administered products included for prevent pregnancy: iud nos from (B)(6) 2011 to (B)(6) 2012. Concurrent conditions included hepatic adenoma, ovarian cyst, adenomyosis, cystitis interstitial, fibroids and pelvic inflammatory disease. Concomitant products included norethisterone (norethindrone) (B)(6) 2012 for contraception. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia (bleeding between periods)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraine\ migraine\headaches"), headache ("headaches"), nervous system disorder ("neurological conditions/ problems"), psychological trauma ("psych injury\ psychological or psychiatric problems"), pelvic discomfort ("pelvic distension") and adhesion ("I was shown photos and informed there was adhesion") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation, hysterectomy with bilateral salpingectomy and hysterectomy (partial) and salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, menorrhagia, vaginal haemorrhage, fallopian tube perforation, vaginal discharge, fatigue, alopecia, migraine, headache, nervous system disorder, weight increased, psychological trauma, pelvic discomfort and adhesion outcome was unknown and the pelvic pain, abdominal pain and metrorrhagia had resolved. The reporter considered abdominal pain, adhesion, alopecia, device dislocation, fallopian tube perforation, fatigue, headache, menorrhagia, metrorrhagia, migraine, nervous system disorder, pelvic discomfort, pelvic pain, psychological trauma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion details- 4 coils were seen on the left and 0 coils were seen on the right (but the tail of the essure was documented). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: essure confirmation test-result: total bilateral occlusion, successful essure tubal ligation.. Pregnancy test urine - on (B)(6) 2013: negative. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: pelvic pain, vaginal discharge & the following one/ones were described in patients social media confirming: vaginal spotting. Most recent follow-up information incorporated above includes: on 20-sep-2019: pfs received: reporters were added. Lot no. Was added. New events- abnormal bleeding (vaginal, menorrhagia), malposition of essure device, pelvic distension, adhesion, were added. Patients demographic was added. Historical & concomitant drug was added. Lab test was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia) /blood spotted mucus discharge') and fallopian tube perforation ('fallopian tubes perforation') in an adult female patient who had essure (batch no. A36516) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia, body mass index normal, scar (c-section caused scar tissue), c-section, endometrial ablation and mood altered. Previously administered products included for prevent pregnancy: iud nos from 22-dec-2011 to 5-jan-2012. Concurrent conditions included hepatic adenoma, ovarian cyst, adenomyosis, cystitis interstitial, fibroids, pelvic inflammatory disease, uterine bleeding and endometriosis. Concomitant products included norethisterone (norethindrone)1-sep-2012 to november 2012 for contraception. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia (bleeding between periods)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraine\ migraine\headaches"), headache ("headaches"), nervous system disorder ("neurological conditions/ problems"), psychological trauma ("psych injury\ psychological or psychiatric problems"), pelvic discomfort ("pelvic distension"), adhesion ("I was shown photos and informed there was adhesion") and scar ("my scar tissue was so deep") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation, hysterectomy with bilateral salpingectomy and hysterectomy (partial) and salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, menorrhagia, vaginal haemorrhage, fallopian tube perforation, vaginal discharge, fatigue, alopecia, migraine, headache, nervous system disorder, weight increased, psychological trauma, pelvic discomfort, adhesion and scar outcome was unknown and the pelvic pain, abdominal pain and metrorrhagia had resolved. The reporter considered abdominal pain, adhesion, alopecia, device dislocation, fallopian tube perforation, fatigue, headache, menorrhagia, metrorrhagia, migraine, nervous system disorder, pelvic discomfort, pelvic pain, psychological trauma, scar, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion details- 4 coils were seen on the left and 0 coils were seen on the right (but the tail of the essure was documented). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: impression: : normal hysterosalpingogram with essure coil¿s in place.. Pregnancy test urine - on (B)(6) 2013: negative. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: pelvic pain, vaginal discharge & the following one/ones were described in patients social media confirming: vaginal spotting concerning the injuries reported in this case, the following one were reported via social media: scar . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 15-oct-2019: quality safety evaluation of ptc on 21-oct-2019: fu4 & fu5 process together. Mr & social media received. Reporter's information was added. Added event from social media my scar tissue was so deep. Medical history, historical conditions was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia) /blood spotted mucus discharge') and fallopian tube perforation ('fallopian tubes perforation') in an adult female patient who had essure (batch no. A36516) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia, body mass index normal, scar (c-section caused scar tissue), c-section, endometrial ablation and mood altered. Previously administered products included for prevent pregnancy: iud nos from (B)(6) 2011 to (B)(6) 2012. Concurrent conditions included hepatic adenoma, ovarian cyst, adenomyosis, cystitis interstitial, fibroids, pelvic inflammatory disease, uterine bleeding and endometriosis. Concomitant products included norethisterone (norethindrone) (B)(6) 2012 to (B)(6) 2012 for contraception. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia (bleeding between periods)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraine\ migraine\headaches"), headache ("headaches"), nervous system disorder ("neurological conditions/ problems"), psychological trauma ("psych injury\ psychological or psychiatric problems"), pelvic discomfort ("pelvic distension"), adhesion ("I was shown photos and informed there was adhesion"), scar ("my scar tissue was so deep"), amnesia ("memory loss") and back pain ("lower thoracic and upper lumbar pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation, hysterectomy with bilateral salpingectomy and hysterectomy (partial) and salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, menorrhagia, vaginal haemorrhage, fallopian tube perforation, vaginal discharge, fatigue, alopecia, migraine, headache, nervous system disorder, weight increased, psychological trauma, pelvic discomfort, adhesion, scar, amnesia and back pain outcome was unknown and the pelvic pain, abdominal pain and metrorrhagia had resolved. The reporter considered abdominal pain, adhesion, alopecia, amnesia, back pain, device dislocation, fallopian tube perforation, fatigue, headache, menorrhagia, metrorrhagia, migraine, nervous system disorder, pelvic discomfort, pelvic pain, psychological trauma, scar, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion details- 4 coils were seen on the left and 0 coils were seen on the right (but the tail of the essure was documented). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: impression: : normal hysterosalpingogram with essure coil¿s in place. Pregnancy test urine - on (B)(6) 2013: negative. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: pelvic pain, vaginal discharge & the following one/ones were described in patients social media confirming: vaginal spotting concerning the injuries reported in this case, the following one were reported via social media: scar. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: new event memory loss added. New reporters added. Fu 6 & 7 process together. On 23-mar-2020: social media received. New event back pain added. New reporter added. Fu 6 & 7 process together. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tubes perforation') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia (bleeding between periods)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraine"), headache ("headaches"), nervous system disorder ("neurological conditions/ problems") and psychological trauma ("psych injury") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (partial) and salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, vaginal discharge, fatigue, alopecia, migraine, headache, nervous system disorder, weight increased and psychological trauma outcome was unknown and the pelvic pain, abdominal pain and metrorrhagia had resolved. The reporter considered abdominal pain, alopecia, fallopian tube perforation, fatigue, headache, metrorrhagia, migraine, nervous system disorder, pelvic pain, psychological trauma, vaginal discharge and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: essure confirmation test-(unspecified) result- bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 18-sep-2019: reporters details updated and patient demographics and laboratory data were added. Essure indication added. On (B)(6) 2016, she explanted essure . Injury event was updated to pelvic pain, abdominal pain, metrorrhagia (bleeding between periods), fallopian tubes perforation, vaginal discharge, fatigue, hair loss, migraine, headaches, neurological conditions/ problems, weight gain, psych injury. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.